Event description:
After colonoscopy performed, pt complained of increased pain with abdominal distention. Pt transferred to ICU and then to surgery for bowel perforation. Physician explained to pt that this was a complication of procedure.